Manufacturer narrative:
See regulatory report# 3004209178-2019-09922 for other implantable neurostimulator (serial# (B)(4)) involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the therapy was turning off by itself. At a doctor's appointment a few months ago the healthcare professional (hcp) asked "are you messing with it?" And the patient mentioned at that time they weren't touching it. They were calling for assistance to turn the ins on because they needed to paint, but their hands were so shaky they couldn't paint. Instructions were reviewed and when they checked the status of their ins's they read: left ins on, ok, 2.97v and right ins: on, ok, 2.93v. No emi was indicated but the patient mentioned they carry their cell phone in their shirt pocket sometimes. It was recommended for the patient to follow up with the hcp. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicating that interrogation of the device showed it was not actually off but at too low of a setting on the left side. The left setting was increased from 0.7v to 1v and pulse width was increased on the right side to 110. The therapy was never off, just too low, thus the issue has been resolved. No further complications were anticipated.